Event description:
It was reported, that the yellow connector component was found broken on the oer-pro/endoscope reprocessor. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated b5, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. However, the device was repaired on site and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to stress to the connector (toward loosening direction) was accumulated, causing the connector to deteriorate over time, causing the connector (main body a) to loosen and came off. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 inspection before use 3.3 inspecting the connectors check the following for each connector. ¦ the connector should be fixed firmly. ¦ the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.

Event description:
The malfunction was discovered during reprocessing. The intended procedure was completed.